Manufacturer narrative:
The pod was received fully deployed. The pod data showed the first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 56. No damage to the environmental seal or bottom housing was observed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle mechanism failure. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928u1ues4cyl1 hardware: sm-s928u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. Pod was not worn. No treatment and no blood glucose levels were reported.